Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a system check passed message on the receiver accompanied by loss of all prior data. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver did accept a charge and booted-up. The shared data log was reviewed and the reported event of system check passed message on the receiver accompanied by loss of all prior data was not confirmed via data. The root cause could not be determined.